Manufacturer narrative:
Investigation did not identify a product problem related to the customer allegation. In conclusion the discrepancies were due to the samples being near the limit of detection (lod) of the assay. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged false positive results generated on 2 samples with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system. The initial samples generated positive results for sars-cov-2 on the cobas® liat® system sn (B)(4). Upon further repeated testing (twice) of the same sample with a different cobas® liat® system, the results were negative. The positive results were not reported to the patients. No harm is alleged. An investigation was conducted to evaluate the customer issue. Per the FDA guidance, two (2) mdrs will be filed.

Manufacturer narrative:
(B)(4).